Event description:
It was reported the customer was unable to upload their insulin pump. It was also found the customer had missing data after successfully uploading their insulin pump. Customer's insulin pump will be replaced due to the missing data. The customer's blood glucose was 9.6 mmol/l. No additional information provided.

Manufacturer narrative:
The insulin pump was programmed with correct time and date. The insulin pump was programmed with a basal rate and monitories, several bolus were also delivered. The insulin pump was delivered properly all basal profiles and bolus programmed. All bolus and basal were properly recorded at the bolus, basal and daily totals. No bolus or basal anomalies noted. The insulin pump was downloaded to carelink properly. However, the insulin pump had several alarms found at the alarm history file. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.